Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger stopped halfway through the push during use. The following information was provided by the initial reporter: "several instances where when pushing down on the plunger it stops about halfway through and requires too much force to continue. No harm to patient but the facility worries that it could be harmful."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-26 h6: investigation summary a device history record review was completed for provided lot number 1111072. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. The samples were returned without tip caps and the plungers were already pressed about halfway down. The samples were inspected and plunger movement difficulty was confirmed. As no non-conformances were identified during the production process, an exact cause for this issue could not be established. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger stopped halfway through the push during use. The following information was provided by the initial reporter: "several instances where when pushing down on the plunger it stops about halfway through and requires too much force to continue. No harm to patient but the facility worries that it could be harmful."